Event description:
It was reported that the patient's device voltage had decreased in the last three months which the clinician felt was too soon. The device was found to be programmed to "electrogram pre-storage continuous" which has a propensity of utilizing more battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.